Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2007 the patient presented with complaints of 10 years of back pain which had been progressive and ac companied by bilateral numbness and tingling with neurogenic claudication of both legs to the feet. There was tenderness in the lumbosacral junction and painful trigger points in the same. X-rays showed disc space narrowing moderate and advanced at l5-s1 with facet arthropathy and superior projecting osteophyte causing foraminal stenosis. The patient underwent an injection of depo-medrol and lidocaine. On (B)(6) 2008 the patient underwent a lumbar MRI which demonstrated significant left lateral recess narrowing at the l4-5 level with mass effect on the transiting left l5 nerve root secondary to left lateral recess disc protrusion; right disc protrusion at the l5-s1 level with disc material impinging on the transitioning right s1 nerve root; right slightly greater than left neuroforaminal narrowing was noted at that level; minimal lateral recess narrowing bilaterally at the l2-3 level secondary to disc desiccation and circumferential disc bulges; and multilevel facet arthropathy. On (B)(6) 2008, in a telephone encounter, the patient was informed that the results from their MRI scan showed severe degenerative disc disease most pronounced atl4-5 and l5-s1. On (B)(6) 2008 the patient presented with progressive intractable back pain with moderate muscle spasm and loss of lumbar lordosis. The patient had patchy hypoesthesia. The patient underwent an injection of depo-medrol and lidocaine. No patient complications were reported. Medications: lortab. On (B)(6) 2008 the patient presented with progressive back pain. The patient had severe end-stage degenerative disc disease at l4-5 and l5-s1 with spinal stenosis. The patent was to be scheduled for surgery. On (B)(6) 2008 the patient presented persistent intractable back and bilateral leg pain and the preoperative diagnosis of lumbar degenerative disk disease, lumbar radiculopathy, and lumbar spinal stenosis. The patient underwent of surgery that consisted l4, l5, and s1 laminectomy; l4-5, l5-s1 posterior lateral fusion; l4-5, l5-s1 lumbar interbody fusion/transforaminal lumbar interbody fusion; l4,l5,s1 osteotomy; l4-5 and l5-s1 biomechanical interbody fusion; posterior lateral segmental spinal instrumentation; autogenous bone graft and infuse. Per the operative reported prior to placing pedicle screws and decorticating, autogenous graft supplemented with cancellous allograft was packed along the posterior lateral gutters supplemented with human recombinant bone morphogenic protein. The construct was next placed into distraction mode and using bone chutes. I packed autogenous graft and cancellous allograft into the disk space with human recombinant bone morphogenic sponge. Then I placed the cages at l5-s1 and l4-5. The cage was packed with h autogenous graft and infuse. More graft material was packed posterior to the cage. The construct was placed into compression mode screws&#65504;x-rays were utilized to confirm position/alignment. No patient complications were noted. On (B)(6) 2008 the patient was discharged from hospital. Per the discharge notes , the patient had run a fever post operatively but this had resolved by discharge. On (B)(6) 2008 the patient presented approx. 1 month post op, the patient presented with weight loss (&#61957; is somewhat gaunt in ap pearance), back pain, difficulty with pain control, and difficulty sleeping. The patient occasionally got right leg dysestheias. There was mild swelling over the paraspinous muscles. There was some hypoesthesia in the right thigh and calf. X-rays showed good position on the instrumentation. On (B)(6) 2008 it was reported that the patient had not been able to return to work and that it was becoming more difficult to stay active. Medications: lortab and soma. The patient had tenderness to palpitation. X-rays showed consolidation of the interbody spaces. There were no lucencies around screws. In a (B)(6) 2008 dated doctor&#62688;letter, it mentions the patient had the diagnosis of degenerative disc disease. On (B)(6) 2008 the patient complained of ongoing serve back pain, difficulty with sleep, and severe back pain. There was loss of lordosis and pain with rom. The patient also presented symptoms of chronic heating pad use; a gaunt appearance; and there was hyperesthesis in the right lower extremity in the l5-s1 distribution and trace weakness in the extensor halluces longus. In a (B)(6) 2008 dated doctor&#62688;letter, it refers to the patient having had a rapid accelerated degeneration of the intervertebral disc. On (B)(6) 2009 the patient underwent an abdominal aortic and bilateral iliofemoral angiography; bilateral lower extremity angiography, and introduction of catheter in to the aorta which demonstrated mild focal proximal right external iliac artery stenosis; bilateral superficial femoral artery diffuse segmental stenosis, left > right; bilateral proximal posterior tibial artery moderate diffuse stenosis; and left tibioperoneal truck moderate stenosis. On (B)(6) 2009 the patient presented with bilateral superficial femoral artery disease. The patient underwent a percutaneous transluminal intervention in the left superficial femoral artery surgery which consisted of a left superficial femoral artery percutaneous transluminal balloon angioplasty; left superficial femoral artery percutaneous transluminal intra-arterial stent placement; and selective first order catheterization of left superficial femoral artery from left common femoral artery using an antegrade approach. It should be noted that the patient had two areas of high grade stenosis of at least 80% stenosis. No patient complications were reported. It was felt that a good technical result had been achieved. (B)(6) 2009 it was noted that the patient&#62688;imaging studies did not show any lucencies and the interbody fusion looked good. On (B)(6) 2009 the patient presented with progressive intractable pain over instrumentation and inlower legs with the preoperative diagnosis of painful lumbar instrumentation and post laminectomy syndrome. The patient underwent a revision l4, l5, and s1 laminectomy; l4-5 exploration of fusion; l5-s1 posterior lateral fusion; and removal of painful segmental spinal instrumentation. Per the operative report &#65518;an extensive amount of scar tissue and the instrumentation was exposed. It was removed. The fusion was explored. There was some motion at mainly on right side. There was abundant bone graft on the left. Decompression was carried out. There was extensive scar tissue bilaterally, mainly in the right side with the nerve encased in scar tissue. At the completion of the decompression all neural elements were freely mobile and at no point was excessive retraction applied to the neural elements. The scar tissue was removed&#65504;no patient complications were reported. On (B)(6) 2010 the patient presented for various lab including but not necessarily limited to a cmp, liver function and lipid profile. On (B)(6) 2010 the patient presented for a review of the previous days labs. Glucose and alt were noted to be slightly elevated but no changes to diabetes medications were reported as warranted. There was a slight elevation in the patients livers function tests and it was noted that decreasing lortab usage would help this improve. The lip panel was within normal range. On (B)(6) 2010 the patent presented with chronic back pain, chronic back spasm, loss of lumbar lordosis, and limited rom. The patient had hypoethesia in the lower extremity in an l5 ands1 distribution with trace weakness in the right extensor halluces longus. On (B)(6) 2011 the patient presented with pain, tenderness to palpitation, moderate muscle spasm, and scarring in the soft tissue envelope. On (B)(6) 2011 the patient presented with tenderness to palpitation about the l2-3 level and mild spasm bilaterally and chronic pain. X-rays showed some retrolisthesis of l2-3 about 3mm. There is solid fusion at l4-s1. On (B)(6) 2011 the patient presented with adjacent disc degeneration and retrolisthesisl2-3; chronic back pain, left > right; and incisional left > right tenderness and spasm. Medications: hydrocodone and soma. On (B)(6) 2011 the patient presented with adjacent level. Medications with hydrocodone and soma. The patient had pain on rom, tenderness to palpitation, and loss of lumbar lordosis. X-rays showed adjacent level disc degeneration at l2-3 &#63504;progressed slightly since the last x-rays. On (B)(6) 2011 the patient presented to physical therapy with lumbar degenerative disc disease and reported difficulty walking, pain and weakness.

Event description:
It was reported that on (B)(6) 2008, patient underwent atlif at l4-5 and l5-s1. It is reported to achieve fusion, surgeon performed an off label procedure utilizing a posterior lateral approach and a transforaminal approached and that synthes cages were used as part of the surgery and infuse was packed posterior to the cages. In 2009, patient was diagnosed with ectopic bone growth and an inflammatory reaction to infuse. It is further reported that on (B)(6) 2009, patient underwent additional surgery to remove the excess bone growth. Patient continues to suffer from severe nerve pinching pain and swelling and his pain prevents him from performing many basic activities of daily living.